Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a lost sensor alarm with their sensor. The customer also reported receiving a sensor error alarm. The customer's blood glucose was 417 mg/dl. Customer has treated their blood glucose with a bolus. The customer stated their blood glucose was high from their lunch. Troubleshooting found the customer's sensor was not bent. No additional information provided.